Event description:
Consumer reported complaint for the trueplus lancets. Customer stated when she removed the lancet top the needle was stuck in the top and came out of the lance tube. Customer stated she had to use several until she found one that didn't. Customer has another box with the same lot number doing that same. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 25-jun-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.